Event description:
Patient reported the aligners caused tooth ache. The stopped treatment due to not being able to get assistance from byte. At check in patient marked true to pain, discomfort, not fitting, loose, jaw discomfort, recent dental work and root resorption.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.